Manufacturer narrative:
H3: the solitaire fr revascularization device was returned for analysis. No bends or kinks were found with the solitaire fr pusher. The solitaire fr marker coil was found bent. No damages or irregularities were found with the stent attachment zone. A solitaire fr stent non-working (teardrop) strut was found broken. The solitaire fr stent working length struts were found in good condition. The solitaire fr stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken struts. Per the analysis report, ¿fatigue cracking initiated from the wire surface fracture. The rest surface failed via overload.¿ this likely indicates the strut became bent before breaking. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. It is possible the stent became damaged during delivery, subsequently breaking upon removal. However, the root cause for the damages could not be determined. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the damage was found after the preparation process, after pushing to enter the y valve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the solitaire was prepared as indicated in the instructions for use (IFU). Prior to use in the procedure, the solitaire was observed to be half detached. The device was replaced to complete the procedure. As the issue was observed prior to use with the patient, there were no patient symptoms or complications associated with the event.